Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Customer administrated a manual injection of insulin to address elevated bg. Reportedly, the customer changed the infusion set and cartridge to address the occlusion prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause. No damage was observed with the infusion set or cartridge during the time of the event. Subsequently, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level ranged from 180-181 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.